Event description:
Related manufacturer reference number: 2017865-2024-35504. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. Interrogation also showed low pacing impedance on the atrial (ra)lead. The physician elected to explant and replace the rv and ra lead. There were no patient consequences.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing of the lead found an internal short found between the inner coil and outer coil conductor paths. Destructive analysis of the lead found inner insulation abrasions exposing the inner coil located at the middle region of the lead. The cause of the reported event was due to the exposure of the inner coil in the abrasion zone.